Event description:
A nurse reported the vitreous cutter would not cut properly, but continued to aspirate resulting in an "iatrogenic break". The customer reported the pt suffered no permanent injury. Additional info was requested. A completed questionnaire was received from the surgeon reporting the probe failure resulted in the creation of an inferior retinal break due to the cutter aspirating but not cutting after the probe initially functioned normally. The probe was switched out and the case was completed. "Long acting" gas was required to support the inferior retinal break. The surgeon indicated he is currently monitoring the pt for recurrent retinal detachment/proliferative vitreoretinopathy.

Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable info becomes available. (B)(4).